Event description:
A report has been received from a company representative who stated that the battery light indicator is not decreasing after significant usage. It was learned that the controller was replaced. No injury it was learned that the end user has been using this device since (B)(6) 2012.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41srr, serial number/date (B)(6) is approximately 5 months old. The owner's manual part number 1143206, rev.g(feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.